Manufacturer narrative:
Updated fields: b4, e1- event site email address, g1- contact person-mfg site, g3, g6, h2, h6-type of investigation, investigation findings,investigation conclusion, and h11. A getinge field service engineer (fse) tested when opening the gas helium tank and closing the gas helium, when pressing auto fill, it will fill the gas helium about 3 times. The screen display the alarm low helium, the autofill gas process will be done every 2 hours, so if forget to open the tank, can use it to hit the balloon for about 4-6 hours, then it will display low helium. Test the helium tank. Calibrate status within spec. Perform the function test passed. Perform the test. Enter service mode. Turn on the helium gas into the system. The pressure gauge needle measures the force and the helium pressure (x4) value increases. The pressure value. Close the gas helium tank head to prevent gas helium from entering the system. Test for about 30 minutes. The pressure number does not decrease and the pressure gauge needle does not decrease. Therefore, the high helium tank regulator section does not leak. Test the balloon. The machine works normally.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted once the investigation is completed.

Event description:
It was reported that the helium gas in the tank runs out fast was identified during the routine check of the cs100. There was no patient involvement and no injury was reported.